Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported patient had leg numbness after a trial implant of a lead. The patient regained feeling of legs an hour and a half later. The patient was sent home in stable condition.